Manufacturer narrative:
The device was returned to b+l. Visual inspection found the lens in the tip of the delivery device with part of the lens plate and one set of haptic arms torn off. They are stuck between the plunger rod and the inside wall of the delivery device tip. Functional testing cannot be performed due to the damage. The lot number was not provided. Therefore, a device history record (DHR) review could not be conducted. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the back haptic of the lens broke off after insertion. The lens was removed and a back-up lens of the same model and diopter was implanted successfully. Allegedly, the lens was "breaking in pieces" when it was being removed. The incision was enlarged and standard protocol sutures were used. The patient's current prognosis is reported as stable.